Event description:
The customer reported that the joystick was "locked" and unable to be used. This feature is critical for the procedures this system was designed for. The system would essentially be rendered unusable. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The joystick console was identified as requiring replacement. No further repair info is available at this time.